Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller initially tried different third party supplies before going back to the original tandem supplies at which point the issue resolved.